Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin pen needle there was an issue with syringe cracked.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin pen needle there was an issue with syringe cracked.

Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 8mm, 30g syringe in an open poly bag from lot # 5257780. Customer states that the syringe was cracked. The returned syringes was examined and exhibited scratches on the barrel around the 20-25 unit markings. Sample will be forwarded to manufacturing (holdrege) on 07dec2018 for further review. On 10dec2018, holdrege received one (1) 0.5ml, 8mm, 30g syringe in an opened polybag from batch # 5257780. All samples are decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The returned sample was visually inspected and noted that the scratches previously identified appear to be more like gouges/cuts in the surface of the syringe barrel. The cuts themselves are noted to not be quite parallel (see attached photos) and may have occurred as the syringe was spinning, as they partially encircle the surface of the syringe. The damage exhibited in the syringe barrel may represent the syringe barrel having been involved in either a jam on the bowl feeder or on the infeed dial of the metro. When this type of event occurs, damage, such is noted within the returned sample may occur. A review of the device history record was completed for batch# 5257780. All inspections and challenges were performed per the applicable operations qc specifications. There were seven (7) notifications that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for syringe damaged/cracked on lot # 5257780. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time.